Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. Reporter phone number unknown. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. When the pneumatic pressure was set to 1, the blower read 3000 revolutions per minute (rpm), yet the blower was not running. The unit also declared additional error codes 1104 (backup alarm failed) and 1105 (alarm led failed). The screen also froze when the unit was powered off. The fse recommended that the customer replace the blower and the power management board. The customer replaced the power management board and the issue was resolved.

Event description:
It was reported that the unit declared an error 1134 (software determined that the blower cannot produce sufficient pressure, or the blower speed signal has failed). There was no patient involvement. The event date was not specified; estimate used.